Manufacturer narrative:
Pentax medical will be providing supplemental information after follow up on the event. The device involved in this event is not distributed in the USA, therefore 510k is not applicable.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "lens cracked" involving pentax model ec38-i10cf2/serial (B)(4). The event was reported to have occurred prior to use. No further information was provided at the time of the report. The device was returned to pentax medical service workshop in (B)(4) where the following was confirmed: the objective lens is broken, the ift is not straight (snake effect). The cmos chip must be replaced and the ift must be checked.